Event description:
It was reported that during the implant procedure, increased pacing lead impedance, increased capture threshold, and exit block were observed. After several unsuccessful repositioning attempts, the lead was replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.